Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Log files were submitted for evaluation because the backup system controller indicated open fuses. The healthcare provider stated that while doing intensive care unit (ICU) rounds on (B)(6) 2025 they connected a backup system controller to the heartmate touch to obtain the serial number for the emergency backup battery (ebb) to check which system controller had which ebb, standard procedure. Upon making the connection, a replace system controller alarm was on the display. Additionally, it was noted that the fuse a and b status was "fail". Log files were obtained and the pdf showed that it was the primary system controller that was attached to the patient on (B)(6) 2025, when biologic matter was ingested and the pump was exchanged. The failed fuse called into question the temperature of the pump and system controller. Log file review indicated that the event log file recorded several alarms prior to a system controller shutdown_sequence_started on (B)(6) 2025 at 18:32:36 that was likely associated with the pump exchange. The events recorded on (B)(6) 2025, included active controller_internal_fault alarm flags associated with several system controller fault flags which included flags associated with open fuses. The open fuse flags indicated that the fuses in system controller serial number (B)(6) had opened and could no longer be used. The cause of the open fuses could not be determined based on the recorded data; however, it may have occurred if the driveline or modular cable was cut during the pump exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a replace controller message was confirmed via log file analysis and evaluation of the returned heartmate 3 system controller (serial number (B)(6)). Review of the controller event log files revealed the pump was intentionally stopped on (B)(6) 2025 at 18:18:28. On (B)(6) 2025 at 18:28:44, a controller internal fault alarm activated due to ocp a open and ocp b open faults, indicating damage to fuse a and b in the system controller. The alarm did not resolve within the log files. The system controller was shut down on (B)(6) 2025 at 18:32:36. The returned system controller was functionally tested and upon connecting to power, a controller fault alarm activated. The system controller was disassembled, and fuses f6 and f7 were measured to be electrically damaged, consistent with the data observed in the log files. Both fuses were replaced, resolving all issues. The system controller was then functionally tested and performed as intended while operating a mock circulatory loop with no atypical alarms. The root cause of the replace controller message was determined to be damaged system controller fuses; however, the root cause of how the fuses became damaged was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 IFU with heartmate touch section 7 - ¿alarms and troubleshooting¿, and the abbott heartmate 3 left ventricular assist system (lvas) patient handbook section 5 - ¿alarms and troubleshooting¿, provide instructions regarding driveline care in the section entitled, "what not to do: driveline and cables". Additionally, these sections address how to properly interpret and troubleshoot all system alarms. The heartmate 3 IFU, section 8 - ¿equipment storage and care¿, and heartmate 3 patient handbook, section 6 - ¿caring for the equipment¿, address how to properly care for, maintain, and store the equipment for proper use. The patient handbook and IFU caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.